Manufacturer narrative:
The hill-rom technician found the nurse call not working due to the power control board. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012-2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the power control board to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the bed was not sending a bed status to the nursing station. The bed was located at the account on the fourth floor bed shop. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).